Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and ¿insomniating and radiating breast pain in the upper limbs¿.

Event description:
Patient representative reported "visibility of the shell", "insomniating and radiating breast pain in the upper limbs", "inflammation of the breast diagnosed on imagery scan", "silicone gel tampering and silicone blade". This record is for right side. The device has been explanted. Patient presents important painful after-effects, is inconvenient/feels discomfort in everyday tasks. .